Event description:
After the physician implanted a stent, he used sakura dura star 3.00 x 15 balloon to post-dilate. The balloon reached the middle-left anterior descending artery (lad) without any difficulty. The physician then inflated the balloon to 14atm. However, only the proximal section of balloon was inflated, the distal section was not inflated. The physician tried to deflated and re-inflated, but the contrast could not be deflated. At that time, the physician thought it might be some indeflator problem, so he changed to another one to proceed but the balloon still could not be deflated. The physician then made a judgment if the balloon was blocked by something. The physician used a 0.014 guide wire and selected both the tip and distal of the guidewire to cross through the balloon in order to make it smooth. The physician felt friction / resistance when he advanced about 25cm distance but he did not know what blocked it. Then the physician wanted to use high pressure to rush away the block, so he inflated to 20atm, at this moment the distal section of the balloon was inflated, but it did not inflate fully and the contrast still could not be deflated. When he inflated to 22atm again the balloon burst axially. The balloon was withdrawn successfully and intact by pulling the device easily inside of the guiding catheter. Then he withdrew the balloon and checked the balloon outside the patient. No kink was found. So far no impact to the patient and was discharged from the hospital. The lesion was a near chronic total occlusion (cto). The vessel had 99% stenosis proximally. There were no anomalies noted on the product at any point. There was no difficulty removing the product its packaging. Contrast media being used is ge at a 1:1 ratio. There was no difficulty advancing the balloon catheter through the vessel experienced. The balloon catheter did not kink while being used. Leakage was not noted from the product. The maintained negative pressure to push the air out.

Manufacturer narrative:
During a coronary intervention, a physician attempted to inflate a durastar ptca balloon catheter to post-dilate a stent at 14atm but only the proximal section of the balloon inflated so he attempted to deflate (for re-inflation) but the balloon would not deflate. At first, the indeflator was exchanged without results. "The physician thought the delivery system might be blocked by something, so he used 0.014 guide wire, selected both tip and distal of the guidewire to cross through the balloon in order to make it smooth, however, he felt friction / resistance when advanced about 25cm distance, but he did not know what blocked it. Then the physician wanted to use high pressure to rush away the block, so he inflated to 20atm, at this moment, the distal section of the balloon was inflated, but it did not inflate fully and the contrast still could not be deflated. When he inflated to 22atm again, the balloon was axial burst'. There was no patient injury. No anomalies were noted prior to use; the balloon prepped normally. The target site in the proximal lad was 99% blocked ("nearly cto") but a 3.0/23mm stent had been implanted without incident. A 1:1 ratio of ge contrast was used for inflation. There was no difficulty advancing the durastar; the balloon was not used in an acute bend and it did not kink during use. After the balloon burst, there was no difficulty withdrawing the durastar into the guide catheter for withdrawal and it was removed in one piece. The reporter commented that "the patient was admitted to hospital due to mi, so his collateral circulation is not so bad. If not, the issue might cause adverse event during procedure". One non- sterile 3.0/15mm durastar ptca balloon catheter was returned for analysis coiled inside a plastic bag. The shaft was wavy due the coiling. The outer body had burst above the balloon/proximal seal. It appears that a bubble formed in the outer body before it burst. Blood residues were observed in the guidewire lumen. The inner body was kinked at the ruptured section. The balloon had been inflated. The length of the proximal seal was within specification. Sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The inner body presented evidence of heavy kinking. No other surface anomalies that could have caused the failure were found. Functional analysis (leak tests and deflation tests) could not be preformed because the outer body was ruptured. The unit was reviewed with the pet and no additional conditions that could cause the burst were found. The rbp for the balloon is 20atm and up to 22atm were applied; however the specification for the outer body is 28atm. The outer body burst below the specification and no damages were observed in the burst area during the sem and failure analysis additional to the kink. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of deflation difficulty could not be confirmed and does not appear to be related to the manufacturing process. It could not be determined what factors may have contributed to this complaint and no actions will be taken. A shaft burst was confirmed on the outer body proximal to the balloon seal. Although the exact cause of the shaft burst could not be determined, (B)(4) was opened to address this failure in the durastar line.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.